Manufacturer narrative:
Product event summary: analysis confirmed that the programmer had dead spots where the stylus would not function. A known good bezel overlay assembly with a known good stylus functioned as required when installed on the programmer. It was also noted that the stylus was missing and the power cord door had a bent tab. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had dead spots where the stylus would not function. The stylus was replaced twice and re-calibrated, but the issue persists. The programmer has been returned for repair. There was no patient involvement.